Event description:
Reporter alleged blood glucose results of 229 mg/dl and 97 mg/dl when testing was performed within 2 minutes on the advantage system. Caller reported no symptoms, action, or treatment based on results a request was made for the return of the suspect device and replacement product was sent.